Event description:
Had zimmer biomet hip replacement partial have not recovered been almost 2 years. Been to rounds of therapy several doctors all say bad surgery, bad socket. Now I have suffered so much and still cannot walk very well so much pain. What can I do? Was in great shape for my age bowling 3 times a week and bowling sportswriter. This surgery ruined my life for me know I cannot do much.